Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Two tigerpaw system ii devices were not engaged. Third tigerpaw system ii device was used to complete procedure. No known blood lost or injury referred to this event.